Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this patient with this artificial urinary sphincter (aus) underwent a surgical procedure for unspecified reasons during which the device was explanted and replaced. During the surgery the physician found signs of fluid loss and silicone fatigue. No patient complications were reported.

Event description:
It was reported that this patient with this artificial urinary sphincter (aus) underwent a surgical procedure for unspecified reasons during which the device was explanted and replaced. During the surgery the physician found signs of fluid loss and silicone fatigue. No patient complications were reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of fluid loss were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.